Event description:
The reporter stated that the device does not read the syringe size. There was no pt injury or treatment associated with this event. It was discovered during evaluation that the syringe size potentiometer was bad.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The size potentiometer was replaced because it could not be calibrated. This is being monitored for trends.